Event description:
It was reported that the patient presented in the or due to a chronic lead infection. Fluoroscopy found externalized conductors. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.